Manufacturer narrative:
Product event summary: at analysis it was noted that the ventricular output connector was broken and this caused too many fails on incoming testing for it to be performed. The unit is to be cleaned and inspected, the output connector assembly was to be replaced and the unit is to be tested and calibrated on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for a functional check and subsequently tested out of specification during manufacturer's analysis.